Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the event was due to post-surgical complications.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received an unknown drug in an implantable pump for spine/back (non -malignant). The patient had to have fluid removed from the pump area. The issue occurred twice since implant. It was noted that 2000cc of fluid and blood were removed from the pocket. No further interventions were reported. The patient was questioning the healthcare provider (hcp) who implanted the pump. The patient wanted a second opinion. Additional information was requested from the hcp regarding drug information, concomitant medications, pertinent medical history, diagnostics performed, if the cause of the event was determined and if the issue resolved. Additional information was received from the consumer. Since the pump was implanted, the patient had a build-up of fluid at the pocket site. The patient stated that the pump was also ¿floating¿ in the pocket, so on (B)(6) 2016, the pump was explanted from the abdomen, and a smaller pump was placed in the low back. The patient was no longer having the fluid build-up issue. The situation was resolved. The cause of the pump floating in the pocket was unknown. Follow up was conducted. If additional information becomes available, the event will be updated.

Event description:
The patient received hydromorphone in an implantable pump for spine/back (non-malignant). The dose, concentration, and lot number were unknown.